Event description:
The customer reported that the system intermittently exhibited 'pre-charge errors' upon a system start up. This error is likely to prevent the system from booting to a usable state. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. On site investigation involved inspection of system electrical and pcb connections. The system was tested, found to be working as intended, and returned to service.